Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 15-jan-2018 with the following findings: moisture was observed under the display lens. A leak test failed due to a display lens leak. The pump was opened to find, moisture on all internal components.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.